Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, revision of evolution tibia. Fracture of the medical posterior corner of the tibia due to a fall, 2 years post op. See photos and x-rays. Revision usage advance revision tibia and adaptive insert. CAPA (B)(4).